Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).

Event description:
Arjohuntleigh received a customer complaint where it was indicated that the resident fell out of maxi move lift due to the staff member didn't clip the sling completely and the clip came dislodged from the spreader bar of the lift, which resulted in the resident to fall on the ground. No injuries were reported as a consequence of the event.